Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings. The battery compartment was cracked and the battery cap was damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and cap were damaged. This report is made based on results of investigation completed on (B)(6) 2018.